Event description:
Patient representative reported right side capsular contracture baker grade unknown, pain, and increased risk of alcl. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown, pain, and increased risk of alcl.